Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: 3537, product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of a trial patient reported seeing error code screen 12 or 13. The caller stated the patient tried to rip out the lead wire from her body on the first day of the trial. The caller stated they went to the healthcare professional (hcp) and the hcp told them there was not much that could be done about it and he bandaged up the lead wire. The caller removed the batteries from the controller for a short and then re interested the batteries but this did not did not resolve the communication issue. The patient started the trial on (B)(6). There were no symptoms reported. The caller reported the device cannot be found screen since (B)(6). Additional information from the hcp reported the actions/interventions taken to resolve the unable to find device error was the interstim was removed because the external lead was pulled on and shifted the lead. The hcp stated the unable to find device error had been resolved. The indication for use is unknown.